Event description:
The following was reported to gore: on (B)(6) 2019, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa and iliac branch endoprostheses. An iliac branch component, ceb231210a was advanced to the left iliac artery and deployed. The gate was just above the left iliac artery bifurcation. After cannulation into the left internal iliac artery, the guide wire was changed to a stiff guide wire. An internal iliac component, hgb161007a, was inserted in the iliac artery, but the physician felt resistance at the origin of the left internal iliac artery and he could not advance the hgb161007a. Ballooning was performed at the origin of the left internal iliac artery. The hgb161007a was advanced again, and passed through the origin of the left internal iliac artery, but it was caught at the tortuous part of the left internal iliac artery, and could not be advanced. The ipsilateral leg of the ceb231210a was deployed, and an attempt was made to advance the hgb161007a while ballooning in the ceb231210a. However, it was caught again at the tortuous part of the left internal iliac artery, and could not be advanced. Force was applied but it did not move forward. The guide wire was coming out and it was reinserted several times. Then, a dissection of the left internal iliac artery was observed. The physician chose not to implant the hgb161007a . A vbx was implanted from inside of the gate to the left internal iliac artery, covering the dissection. After that, the excluder trunk-ipsilateral leg component was deployed without reported issue. The excluder trunk-ipsilateral leg component and excluder ibe components were bridged by a contralateral leg endoprosthesis, plc271000j. A type iii endoleak was observed at the junction of plc271000j and ceb231210a. Touch-up ballooning was performed, but a slight type iii endoleak remained. The physician is monitoring the patient. The physician stated that he could not insert hgb161007a because the device stuck at the gap between the olive tip and the graft mount part at the tortuous part of the left internal iliac artery the fsa stated: the guide wire was almost out while having difficulty in inserting hgb161007a. Therefore, the stiff guide wire was advanced. The vbx passed through the tortuous part of the left internal iliac artery without issue.

Manufacturer narrative:
H.6. Results code 1: updated. 213: a review of the manufacturing records indicated the lots met pre-release specifications. H.6. Conclusion code 1: 22: according to the gore® excluder® lliac branch endoprosthesis (ibe) instructions for use, adverse events that may occur and / or require intervention include, but are not limited to: dissection, perforation, or rupture of the aortic vessel and surrounding vasculature. Additionally it states: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.